Event description:
The customer received an error message after applying blood. The device had given a result of 241mg/dl before applying blood to the glucose strips. No controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.